Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at 11 a.m., on (B)(6) 2016. The patient claimed obtaining a blood glucose reading ¿122 mg/dl¿ on the subject meter which she felt was high compared to her feelings and/or normal readings. The patient manages her diabetes with oral medication, diet and exercise and advised that she ate lunch (beef with vegetables and brown rice and, celery with peanut butter) immediately after obtaining the alleged elevated blood glucose result. The patient advised that at 11:45 a.m., she developed the symptom of ¿sweating¿ and in response, she immediately retested her blood glucose with the subject meter, obtained a reading of ¿95 mg/dl¿ and self-treated her symptoms by consuming candy. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.